Event description:
A tandem mobi cartridge alarm was reported by the caller, confirmed to be cartridge alarm 30. There was no adverse impact to the customer's blood glucose level due to the issue. The customer resolved the problem by changing the cartridge and was able to resume insulin use.